Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2013 and suture was used. During the closing needle count, it was discovered that part of a needle was missing. A diligent search was done in the peritoneal cavity and all around the top of the incision site with eyes, scope, and magnet. An x-ray was taken and the needle was found to be in the upper incision site. The surgeon reopened the site and did another search. Another x-ray was taken looking for the needle. The surgeon could not feel the needle and decided to send the patient to recovery room. The remaining piece of needle is still in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.